Event description:
The ins and lead were removed due to a fray in the lead. This occurred about 3 months ago. Additional information has been requested.

Event description:
Addition information was received from the health care provider which indicated that the patient had their device removed because they were having back and leg pain. The nurse stated that the only other information in the patient's file regarding the surgery was that the device was malfunctioning. The patient was seen by the physician on (B)(6) 2011 and her back and leg pain had resolved, but her urinary problems were much worse. There was no further information on the malfunction or on the "frayed" lead. All product that was removed was disposed of, therefore nothing was returned for analysis.

Manufacturer narrative:
Lead model 3093-33, lot # v814856, implanted: explanted: lead model 3093-33, lot # v742230, implanted: (B)(6) 2011, explanted: programmer model 3037, serial # (B)(4); programmer model 3037, serial # (B)(4).